Manufacturer narrative:
Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting increased threshold measurements one week post-implant. This was observed by a health care professional (hcp) through data from remote monitoring. Boston scientific technical services (ts) discussed having the patient come in to be seen in the clinic. At this time, the root cause to the increased thresholds has not been determined. There were no reported adverse patient effects. The field representative was contacted and was not aware of the increased thresholds or any additional information.